Event description:
Caller states that she obtained a result of 480mg/dl on the device and took extra insulin based on the reading. She stated that approximately 90 minutes later she passed out while driving. She reports the paramedics arrived but does not recall any readings that were taken. She states that she was taken to the hospital but that no treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.